Manufacturer narrative:
Device investigation details: an analysis of the product could not be performed since a physical sample was not received for evaluation. However, if the product is received at a later date, the investigation will be updated as applicable. A manufacturing record evaluation was performed for the finished device number lot: 31311278m and no internal action related to the complaint was found during the review. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster inc., or its employees that the report constitutes an admission that the product, biosense webster inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref.#: (B)(4).

Event description:
It was reported that a patient underwent a cardiac ablation procedure with a navistar rmt thermocool and the patient experienced cardiac tamponade that required drainage. Cardiac tamponade was confirmed after the procedure and drainage was performed. About 500 ml was drawn with drainage. Patient did not require prolonged hospitalization. There were no abnormalities prior to or during use of the product. Relevant past medical history include subcutaneous implantable cardioverter-defibrillator (s-ICD) had been implanted due to brugada syndrome. Reported laboratory test and results include coronary angiography (cag). Since epi ablation was performed, the physician checked for any effects due to the ablation with the coronary angiogram, however, no abnormalities were found. Patient fully recovered. It was reported that procedural activated clotting time (act) 128 seconds then 163 seconds then 163 seconds then 125 seconds and then 98 seconds. No transseptal puncture was performed. No evidence of steam pop. The flow setting was 10 ml because of epi case. There were no error messages observed on biosense webster equipment during the procedure.